Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that red tag stated channel error. The large volume pump module had a check IV set error. Both pressure sensors were then replaced with new ones. This device then had no errors during testing. Preventative maintenance was completed using asm software. All tests were then passed and the device was returned to service.